Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's battery was not holding charge. Additionally, the pump clock was "losing time". The customer declined to provide further information regarding the event with tandem technical support. No reported adverse impact to the customer's blood glucose.